Event description:
It was reported that the asymptomatic patient presented to the clinic for a routine visit. Upon interrogation, the pulse generator exhibited inappropriate programming. The device would be reprogrammed and remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.